Event description:
It was reported that the patient received inappropriate therapy, there was sensing difficulty, and high lead impedance of 3000 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.